Event description:
It was reported that pain occurred when the stimulation was turned on and off. The patient was reportedly thin and the implantable neurostimulator (ins) seemed to rub on the skin. The device system was removed in (B)(6) 2010 because the patient had a total spinal fusion done prior to system removal and this helped with the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), implanted: na, explanted: na; lead model 3776, lot # v099764026, implanted: (B)(6) 2008, explanted: unk; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; lead model 3776, lot # v099764027, implanted: (B)(6) 2008, explanted: unk.